Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient's physician would not refill the patient's pump so he went into withdrawal, his heart started racing, and he had to call an ambulance. The event date was unknown.

Event description:
Additional information was received from a consumer. The health care provider (hcp) denied the patient¿s refill because the patient did not have the income to pay for it. An ambulance had to take the patient to the medical center. Since then, the medical center would not treat the patient ¿for nothing.¿ the patient carried the pump for two years empty until a different hospital removed everything (total system explant on (B)(6) 2016). It had been so long since the patient experienced withdrawal/the pump not being filled that the patient did not remember when it first occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.